Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report discrepancies between cgm readings and finger stick readings on (B)(6) 2013. Patient notes that his hands may have been dirty at the time of the finger stick readings.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.